Manufacturer narrative:
The investigation of hemolysis has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was on impella rp flex support. The patient was already on continuous renal replacement therapy (crrt). However , during support the patient's lactate dehydrogenase levels were rising. Therefore, the impella rp flex was explanted. The patient outcome is unknown.